Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email delivery anomaly on the insulin pump. Customer's blood glucose level was 110 mg/dl. Customer believed the insulin pump was over delivering insulin and that they may go low based on the device asking them to deliver 24 units of insulin for eating 64 carbs. Customer advised their healthcare provider asked them to use their best judgment.